Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor against the idiotype of the monoclonal antibody was detected. Product labeling for the assay documents this interference: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.

Manufacturer narrative:
The investigation is ongoing.this event occurred in (B)(6)

Event description:
The initial reporter received questionable thyroid results for one patient from cobas e 801 module serial number (B)(4). The customer repeated testing by the accursed (wako) method and then submitted the sample for investigation where it was tested on an architect analyzer and a cobas e 801 module. This medwatch is for ft3 g3. Refer to the medwatch with patient identifier (B)(4) for the ft4 g3 assay. The questionable results were reported outside of the laboratory.